Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal and remained black-and-white. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, but the indicator did not show black. During withdrawal of the device at an approximate 45° angle, pulsatile blood flow in the blood return indicator stopped, after which the device was further withdrawn by approximately 1 cm. Resistance was felt during withdrawal, suggesting the guidewire loop may have engaged the vessel wall, and the indicator window did not change color. The device was further withdrawn and the indicator window continued to not change color. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed with no anomalies noted. After removal, attempts were made outside the body to engage the guidewire loop; even after engagement, the indicator window did not change color. The plug deployment button could be pressed but at the black/white position, and the plug was released; however, after plug release, the indicator window still did not change color and remained black-and-white. The physician has many years of experience using exoseal. The procedure was performed via a retrograde puncture approach using a 6f non-cordis sheath introducer. The exoseal vcd was used in an interventional procedure, and the patient¿s status afterward was normal. The device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. The vessel diameter was confirmed to be at least 5 mm, and the puncture site had no visible calcium or plaque, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color during withdrawal and remained black-and-white. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, but the indicator did not show black. During withdrawal of the device at an approximate 45° angle, pulsatile blood flow in the blood return indicator stopped, after which the device was further withdrawn by approximately 1 cm. Resistance was felt during withdrawal, suggesting the guidewire loop may have engaged the vessel wall, and the indicator window did not change color. The device was further withdrawn and the indicator window continued to not change color. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed with no anomalies noted. After removal, attempts were made outside the body to engage the guidewire loop; even after engagement, the indicator window did not change color. The plug deployment button could be pressed but at the black/white position, and the plug was released; however, after plug release, the indicator window still did not change color and remained black-and-white. The physician has many years of experience using exoseal. The procedure was performed via a retrograde puncture approach using a 6f non-cordis sheath introducer. The exoseal vcd was used in an interventional procedure, and the patient¿s status afterward was normal. The device was stored and prepped according to the IFU, and there were no visible signs of device or package damage prior to use. The vessel diameter was confirmed to be at least 5 mm, and the puncture site had no visible calcium or plaque, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿indicator window no change to indicator¿ and ¿deployment lever (button) inaccurate deployment at white/black position¿ were not observed through analysis of the returned device as the device was able to be fully deployed. With full window transition and full depression of the deployment lever at the black/black stage and plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported since the returned device did not match the event description. It was reported that the deployment lever was depressed in the black/white position of the indicator window; however, the device was received with deployment lever not depressed and the plug in its manufactured position. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experienced with this product. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since the event reported that the lever was attempted to be pressed when the window was not in black/black. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.